Event description:
The pt reportedly experienced intermittency between the external equipment and the cochlear implant for a few weeks. Troubleshooting determined that the device was not functioning normally. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.